Event description:
Reporter alleged discrepant blood glucose result during a routine doctor appointment of 300 mg/dl on her advantage system compared to the doctor's measurement of 116 mg/dl, when testing was performed 2 minutes apart. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.